Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a manual prime attempt. The blood glucose reading was 321 mg/dl. The customer stated that she was trying to change her infusion set and began experiencing the motor error alarm. She stated that she had been experiencing high blood glucose levels over 300 mg/dl, and she would deliver a bolus. She noted that she changed her insertion site twice on (B)(6) 2015. She had blood glucose readings of 350, 341, and 321 mg/dl. No significant events leading to the alarm were observed. She noted that the insulin pump alarmed no delivery with a blood glucose reading of 342 mg/dl. She added that she had gotten a magnetic resonance image taken and CT scans, as she has cancer, but advised that she took the device off before getting the scans done. She declined troubleshooting assistance for the no delivery alarm and high blood glucose levels. Advised replacement of the insulin pump. Nothing further reported.